Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset bloodlines during a patient¿s hemodialysis (hd) treatment on a 2008t machine. Additional information was provided during follow-up. The cm stated that the patient requested to end their treatment approximately 30 minutes early (from a treatment runtime of 3h30m) for an unrelated reason. Upon rinsing back the patient¿s blood and handling the combiset the arterial line separated from the ¿t¿ connector. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. It was noted that the line separated cleanly and there was no indication of residue or that a blood leak occurred prior to this separation. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The sample is available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset bloodlines during a patient¿s hemodialysis (hd) treatment on a 2008t machine. Additional information was provided during follow-up. The cm stated that the patient requested to end their treatment approximately 30 minutes early (from a treatment runtime of 3h30m) for an unrelated reason. Upon rinsing back the patient¿s blood and handling the combiset the arterial line separated from the ¿t¿ connector. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. It was noted that the line separated cleanly and there was no indication of residue or that a blood leak occurred prior to this separation. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The sample is available to be returned to the manufacturer for a physical evaluation.